Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Omnipod insulin management system ¿ user guide model: ust400.. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 437 mg/dl while wearing the pod between 4 and 24 hours. The patient's cannula came out from the abdomen and was found bent. For treatment, removed the pod, applied another and gave corrections. The patient's blood glucose and insulin history is as follows: (B)(6).